Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2016 - (B)(6) 2019. If explanted, give date: not applicable as the lens remains implanted. (B)(4). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the patient that she was experiencing issues and is in pain following the implantation of an intraocular lens (iol) in the left eye. Patient reports feeling a semi-circle that prevents her from reading small print. Patient has glaucoma and inflammation that she did not have before having this iol implanted. Additional information received stated the patient has received treatment for her symptoms and has developed increased intraocular pressure (ipo). The patient also reported that the iol was repositioned because it was not placed properly. The patient is still taking prescription medication. She has some issues reading small print, but the symptoms do not significantly affect her ability to perform daily activities. No additional information was received.